Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Approximately one month following implant, the patient presented to the clinic with numbness in the left shoulder with a suspicion of nerve damage. The event was likely a side effect that occurred during implant due to a small laceration of a cutaneous nerve. No leads or device were suspected to be the cause of the event. No intervention was performed. Further information was requested but not received. Related manufacturer reference number: 2938836-2017-31248, 2017865-2017-08558 and 2938836-2017-31252.